Event description:
Report of infection received per annual device tracking report. Hcp reported pt had cellulitis and staph aureus and required a device system explant. The pt outcome was reported as stable.